Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a plastic biliary stenting procedure performed on (B)(6), 2011. According to the complainant, the target lesion was located in the common biliary duct with 60 percent stenosis. During the procedure, the stent was advanced to the target lesion, however it could not be deployed. It was additionally reported that the user altered the stent when trying to release the stent outside the patient. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the guide catheter to be torn/punctured, therefore is this now an MDR reportable event.

Manufacturer narrative:
The delivery system and stent were returned for evaluation with the stent detached from the delivery system. The suture was found detached from the push catheter and was not returned for evaluation. Visual evaluation of the returned device revealed the stent to be torn in multiple barb like angles due to customer use; it was confirmed by the complainant that this damage was due to customer use. The push catheter was found buckled near the proximal end. The guide catheter was returned stuck on a guidewire, outside the delivery system. The working length of guide catheter was found intact; however the guide catheter was stretched and a tear/puncture was noted in the distal end, indicating the suture may have embedded inside the guide catheter during attempted deployment, leading to difficulty deploying the stent. It is also possible that the guidewire was not fully retracted and lead to difficulty deploying the stent. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.